Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer received the alarm after inserting a reservoir and pressing act to prime the tubing. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer's blood glucose was 116 mg/dl. Troubleshooting was done. The customer's drive support cap was sticking out. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected prime alarms noted during testing. The insulin passed displacement test and rewind test. The motor error alarmed during basic occlusion test due to flush/loose drive support disk noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.